Event description:
It was reported that via remote transmission, multiple episodes of non sustained rv oversensing due to myopotential oversensing were observed. Programming change was made and no further episode have been seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.